Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a tvh and cystoscopy and repair of stage ii pelvic organ prolapse with stress urinary incontinence on (B)(6) 2007 and pelvic floor repair mesh and a monarc sling were implanted. The patient experienced bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy due to vaginal prolapse, uterine prolapse, rectocele, cystocele, urethral hypermobility, and stress urinary incontinence. It was reported that patient underwent excision of a portion of mesh on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Additional information.